Event description:
Patient reported left side "diagnosed with bia-alcl," "fluid was detected around the implant," "greater adherence to the musculature," and a "small hole was observed in the prosthetic." Pathological marker cd30+ and alk - have been received. The patient is also experiencing anxiety, racing thoughts and more lethargy. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl, seroma, and rupture. Physician information: (B)(6). Explanting physician: (B)(6).